Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and reported that he performed exhalation press transducer calibration and performed the exhalation valve characterization then stated that the pressures and volumes are with in specifications. It was recommended to replace the ex valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device starts to auto cycle at positive expiratory end pressure of 30 on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.